Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a routine nephrostomy tube exchange, leaking was observed at the connection between the hub and catheter. The existing 8f multipurpose drain was exchanged over a wire and the pigtail was formed and locked. Contrast was injected to confirm placement but when the contrast was aspirated air returned as well. When flushed, the tube was noted to be leaking at the connection between the hub and the catheter. The lock was released and the tube was exchanged over the wire for a new one, which did not leak. Visual inspection of the initial tube had more threads than the replacement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The functional testing of the returned device was unable recreate the leakage. However, visual inspection of the device found it was non-conforming; incorrect number of threads showing. Additionally, once the cap was removed, the threading on the mac-loc hub looks to be manufactured incorrectly. These non-conformances have been determined to be cascading: due to the incorrectly manufactured threads, the torque screwing process was unable to secure the cap properly leading to the incorrect number of threads showing. A review of the device history record showed five non-conformances; all unrelated to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, it is likely that the root cause may be manufacturing related. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.